Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called because they were experiencing elevated blood glucose levels and were concerned that insulin was not being delivered. The patient had recently completed a supply change. During the call, the patient noted that their glucose levels had begun to decrease. The device was confirmed to be dosing insulin appropriately, and the patient¿s blood glucose was 245 mg/dl and trending downward. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest value of 274 mg/dl. The elevated readings persisted for approximately eight hours. The patient did not use any back-up therapy, did not perform ketone testing, had not received any steroid injections, and did not require medical intervention or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.